Event description:
Additional information reported the ¿event was not device related.¿ it was unknown whether the patient¿s explanted system would be returned at the time of follow-up.

Event description:
Additional information reported the weakness resolved with removal of the stimulator. The patient had a MRI post-operatively which was unchanged from previous studies. Diagnosis was noted as weakness neuralgia. The event was noted as component related.

Event description:
It was reported that after the placement of a thoracic spinal cord stimulator paddle electrode, the patient developed lower left extremity weakness post-operative period. It was reported that the device was explanted on the same day it was implant, (B)(6) 2013. The diagnostic methods were an examination, surgical observation, and "imaging" that was done on (B)(6) 2013. It was stated that the patient had a prolonged hospital stay. It was stated that the whole system was explanted. The patient was re-implanted with a replacement on (B)(6) 2013. It was reported that the event resolved without sequela on (B)(6) 2013.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Concomitant medical products: product ID 39565, lot# va0abc3013, implanted: (B)(6) 2013. Product type: lead. (B)(4).

Event description:
Additional information reported the event resolved (B)(6) 2013 not (B)(6) 2013.